Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the force bipolar were coming off the pivot point/ derailing. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No physical damage was observed during visual inspection. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.